Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient¿s onetouch verio iq meter displayed a battery indicator. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2013 at 430pm. The patient manages his diabetes with injections (type/ amount not specified). It is not known if the patient made changes to his usual dose of medications. Due to the reported issue, the reporter alleged the patient was not able to continue to test his blood glucose. About 3 days after the start of the alleged issue, the reporter claimed the patient felt symptoms of shaking and was ¿starving.¿ the patient tried to eat more food; however, the patient reportedly ¿passed out.¿ the patient was administered a glucagon injection as treatment. The reporter denied the patient tested with another device. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.